Manufacturer narrative:
This is an initial report. A f/u report will be submitted if the customer's meter is returned.

Event description:
Customer reported the unit of measurement setting of their locked freestyle flash meter had changed from mmol/l to mg/dl. Prior to realizing the change, the customer took more insulin due to the high reading, then ate something to prevent a hypoglycemic adverse event. There was no report of death or serious injury associated with this event.